Event description:
The patient's wife said he is complaining of itching, saying it itched to the point the device was repositioned two to three inches from the original site. She also said there was thinning of the skin and "infected/was ready to pop out". She further stated the skin is itching at the new site and 'draws blood at times'. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.